Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. 42560313513, stem extension 3mm offset splined uncemented 13 mm diameter +135 mm length, lot 64514945; 42556606205, femoral distal augment cemented size 7, 7+ 5 mm thickness, lot 64336283, qty. 2; 42556806205, femoral posterior augment cemented size 7, 7+ 5 mm thickness, lot 64336313; 42560313511, stem extension 3mm offset splined uncemented 11 mm diameter +135 mm length, lot 64514943; 42555805410, tibial augment cemented half block right medial size ef 10 mm thickness, lot 64333014; 42555805210, tibial augment cemented half block right lateral size ef 10 mm thickness, lot 64358694; 42545000508, tibial central cone size fixed tibia, lot 64189931; 42522800714, articular surface fixed bearing constrained condylar knee (cck) right 14 mm height, lot 64202784; 42542007102, tibia fixed cemented right size e stem extension use required, lot 64207432. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 00433, 0001822565 - 2022 - 00434, 0001822565 - 2022 - 00435, 0001822565 - 2022 - 00436, 0001822565 - 2022 - 00438, 0001822565 - 2022 - 00439, 0001822565 - 2022 - 00440, 0001822565 - 2022 - 00441, 0001822565 - 2022 - 00442, 0001822565 - 2022 - 00443.

Event description:
It was reported that approximately 11 weeks post implantation, the patient developed swelling, inflammation, and pes bursitis of the right knee. Subsequently, the patient was treated with a cortisone injection and the issues resolved. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: bursitis is the inflammation or irritation of the bursae and is typically caused by repetitive motion, overuse and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for short duration to years. Bursitis cause can be unknown, but some common conditions that can lead to bursitis, not all inclusive; autoimmune disorders such as rheumatoid arthritis, infection, arthritis, trauma, diabetes, thyroid disease, joint surgery or joint implants, along with different medications. Symptoms the patient can experience, pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Bursitis is more common in women, middle aged adults and the elderly. This can impact the patients¿ ability to use the joint to their full potential. Patient can experience a decrease with overall activities of daily living, range of motion of the joint, decrease in quality of life, as well as increasing the need for possible over-the-counter medications for swelling and pain control. Treatment for bursitis can consist of over-the-counter medications, such as acetaminophen and anti-inflammatories, prescribed pain medications, physical therapy, arthroscopy of the joint, rest, ice, elevating the affected joint and steroid injections. As bursitis is reported, it can be implied that medical intervention of some form was implement. According to cleveland clinic, steroids are often injected directly into joints to treat conditions such as rheumatoid arthritis, gout or other inflammatory diseases. Steroids can also be injected into inflamed bursae (bursitis), or around inflamed tendons (tendinitis) near the shoulder, elbow, hip, knee, hand or wrist. The indication for a steroid injection is related to inflammation and pain. A review of the device history records was not performed. The root cause of the incident is traced to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no device related factors identified.

Event description:
No additional information at the time of this report.